Event description:
Additional information was received indicating the wound is closing up and healing.

Event description:
It was reported that the patient experienced an open wound at the ipg incision site. In turn, surgical intervention took place on (B)(6) 2024 wherein the physician opted to clean wound and re-close and the ipg pocket was re-sized to promote healing better. The patient was placed on oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.